Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The physician believes the use of the biopsy needle caused the pneumothorax and perhaps using only forceps would have prevented it. The physician reported equipment malfunction was probably not the cause. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received as of 16-sep-2022, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: it was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the complication. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.